Manufacturer narrative:
H.6. Investigation: bd received an 18 gauge insyte autoguard winged catheter adapter assembly from lot 0023722 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed damage to the tip of the catheter tubing. A microscopic inspection was then performed on the catheter tip and a small part of the catheter material is missing from the catheter tubing resulting in a jagged tip. Tearing to the catheter tubing can also be observed on the sides of a distinctive v shape point. This v shape indicated that the needle had pierced through the catheter tubing. The tearing to the catheter and the spear through resulted in the catheter folding into itself seen above. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined but it didn't appear to be a manufacturing defect. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter broke from the hub during use and was "bent/smashed." The following information was provided by the initial reporter: "customer called to report that a couple of nurses have brought catheters to her stating that they don't advance and the catheters are either borken at the tip or bent/smashed. She was unable to provide dates or patient identifiers, she stated it has hanppened a handful off times."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter broke from the hub during use and was "bent/smashed". The following information was provided by the initial reporter: "customer called to report that a couple of nurses have brought catheters to her stating that they don't advance and the catheters are either broken at the tip or bent/smashed. She was unable to provide dates or patient identifiers, she stated it has happened a handful off times."